Event description:
It was reported that gem 20dp ckv 3ss dehp free experienced 1 case of leakage and 2 cases of ruptured tubing. The following information was provided by the initial reporter: material no: 2426-0007 and batch no: 20099046. Tubing has a hole approximately 7cm distal to the safety clamp. This was discovered after infusion was started. This same tubing is used for many of our chemotherapy drugs.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-12. H6: investigation summary: one sample was received for sample investigation. The customer complaint of component damage was verified by visual inspection. Inspection of the tubing indicated damage on the tubing below the pumping segment. A device history record review for model 2426-0007 lot number 20099046 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the damage seen on the tubing could not be fully determined. The possible cause for the damage to the tubing could be caused by the assembly process of the infusion set.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20099046, medical device expiration date: 2023-09-29, device manufacture date: 2020-09-29. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that gem 20dp ckv 3ss dehp free experienced 1 case of leakage and 2 cases of ruptured tubing. The following information was provided by the initial reporter: material no: 2426-0007, batch no: 20099046. Tubing has a hole approximately 7cm distal to the safety clamp. This was discovered after infusion was started. This same tubing is used for many of our chemotherapy drugs.